Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was repaired by a third party, the customer has questions about their service contract. The user reported that the device was a total failure. There was no reported patient involvement/adverse patient impact.